Event description:
It was reported that the pump will be returned for repair due to a downstream occlusion error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product returned date "2024-sep-12". H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed reported problem of downstream occlusion (dso) error. The probable cause was a defective dso sensor. Replaced dso sensor to correct primary reported problem.